Manufacturer narrative:
Bing wang, zehui wu, gang liu, ben liu, wanchao yang, chao yang and lianghui shi. "Safety and feasibility of ¿pant-shaped¿ anastomosis in laparoscopic-assisted total gastrectomy: study of 210 cases at a single center." Technology and health care 33 (2025) 411¿418. Doi 10.3233/thc-241093. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 210 cases of gastric body cancer or esophageal junction adenocarcinoma requiring laparoscopic total gastrectomy and esophagojejunostomy was completed between 2017 and 2022. A circular stapler was used to create the esophagojejunal anastomosis. A competitor stapler was used for all other resections and anastomoses. Complications included anastomotic leakage in two patients and anastomotic bleeding in 1 patient. Interventions for anastomotic leakage included unknown irrigation and drainage measures, antibiotics, nutritional assistance. Hemostasis and blood transfusion were done to the patient with anastomotic bleeding. Safety and feasibility of ¿pant-shaped¿ anastomosis in laparoscopic-assisted total gastrectomy: study of 210 cases at a single center doi 10.3233/thc-241093.